Event description:
During surgery, upon opening the blister package, it was found that the outer blister and the inner blister was stuck together, thus the implant could not be taken out. Another new product was opened without problem and it was used.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.